Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose value was over to 400 mg/dl and 160 mg/dl. The customer was assisted with troubleshooting. Customer stated that battery cap was crack of insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.